Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm and no unexpected beeping noted. The insulin pump has with minor scratches on lcd window, cracked case at display window corners and belt clip slot and broken battery tube threads.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and the display screen is blank. Customer stated that the buttons are sticking and the display did not return after inserting new batteries. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 239 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).